Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an x-ray confirmed this electrode had veered lateral at the tip. A revision procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.